Event description:
In 2008, a gore propaten vascular graft was implanted in the left thigh for dialysis access. Approx four and a half months later, this graft was found to be infected and was removed due to sepsis.

Manufacturer narrative:
Further investigation is pending.